Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report is based on the analysis of the ICD itself as well as the inspection of the returned data and the quality documents associated with the manufacture of these particular devices. The manufacturing process for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated. The battery status was mos2 and 31 charging cycles were recorded to the device memory. The returned follow-up data from 28-feb-2021 was inspected. The real time iegm confirmed the presence of noise in the ra and rv channels. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The x-ray images show the lead under complaint in the implanted state. The lead is implanted with much slack, an ingrowth in the distal region of the lead cannot be excluded. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the atrial as well as the ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. However, based on the analysis, the integrity of the lead cannot be assured. There was no indication of a materiel or manufacturing problem.

Event description:
The patient felt faint and was emergently transferred to the hospital. When arrived at the hospital, pacing p waves were confirmed but they could not confirm qrs wave (the patient was unconscious). Device check was done by me, and confirmed noise on the rv lead, which caused an arrest. Ap-vs was functioning. There was no event observed. Noise was suspected, and stress test was done, and no continuous noise was observed, but noise was appeared within certain time after ap, so settings were changed to put vp before noise and make stable of ap-vp function and changed to detection off. From x-ray, there is no apparent break in the lead. Additional lead was implanted and the ICD was replaced. Before the operation, noise was observed on real time, and pvc marker was on at several locations.